Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item scanned through the cabinet showed differently. A technical support specialist (tss) found that the hard disk drive (hdd) had residual data from previous implementation that wasn't removed prior to current implementation resulting in regular workflows not working as expected. This was resolved by restoring a blank database (db) and treating this as an hdd crash restore. As a result, all residual data has been removed, and the local hdd contained only site specific, valid data, with normal workflows fully restored. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux user was performing a restock, but the item on hand and the item scanned through the cabinet showed different items. The item on hand was 0.9% sodium chloride 10ml IV flush, while the item displayed on screen was novolog flexpen 100 unit/ml syringe. However, there were no delays or adverse events or injuries reported based on this event.